Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the investigation of this incident, it was determined that the new 5 character search limit introduced after the update. A technical support specialist (tss) dialed into the server and checked inventory, finding no issues. Tss then shared the knowledge article unable to override a medication and guided the customer through the steps. It was identified that the keys were already stored in a pyxis cubie but were not appearing due to a new 5 character search limit introduced after the update. Once this was realized, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, recent encompass health pyxis update, the stored keys (e.g., patient own controlled substance box) were not appearing in the override list, preventing nurses from removing them with a witness. However, there were no delay to patient care and adverse events or injuries reported based on this incident.